Manufacturer narrative:
The device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned via implant patient registry that a 21mm aortic valve was explanted and replaced with another 21mm valve after an implant duration of 4 years, 10 months due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Event description:
It was learned via implant patient registry that a 21mm aortic valve was explanted and replaced with a 21mm valve after an implant duration of 4 years, 10 months due to calcification, pannus, and stenosis. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H3: product evaluation: customer reports of calcification, pannus, and stenosis were confirmed. Leaflet 1 had a cut out section of approximately 9mm x 10mm and edges were straight and even. Cut off leaflet fragment was not returned. Leaflet 2 had a 4mm non-transmural cut on the outflow aspect and an 8mm long cut near commissure 3. Edges of the cuts were straight, even, and appeared to match up. Sewing ring was cut around leaflet 1. X-ray demonstrated wireform intact and moderate to heavy calcification on leaflets 2,3, and the remainder of leaflet 1. Calcification restricted leaflet mobility and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 2 at the inflow aspect. Host tissue overgrowth on the stent circumference was minimal on the outflow aspect. Wireform was exposed on all three commissures and around leaflet 1 on the outflow aspect.

Manufacturer narrative:
H10: additional narratives: updated d4, h4, and h6 per new information received. Definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.